Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, once entering the elevator, the ventilator device started alarming and the screen turned hazy without the inability to see any waveforms, settings, etc.. The on/off button was not working. This occurrence was noticed during patient transport while ventilated. A continuous audible alarm was observable. The device log files (service log, error log, event log) were provided to hamilton. There is patient involvement reported. This event occurred during patient ventilation while ventilated. There was need for medical intervention reported. The malfunctioning ventilator device was replaced by a manual resuscitator (ambu bag). Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, once entering the elevator, the ventilator device started alarming and the screen turned hazy without the inability to see any waveforms, settings, etc. The on/off button was not working. This occurrence was noticed during patient transport while ventilated. A continuous audible alarm was observable. The device log files (service log, error log, event log) were provided to hamilton. There is patient involvement reported. This event occurred during patient ventilation while ventilated. There was need for medical intervention reported. The malfunctioning ventilator device was replaced by a manual resuscitator (ambu bag). Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.